Manufacturer narrative:
The pump gave an alarm due to a faulty component on the interface board. No other alarms noted. The pump was received with minor scratches on the lcd window.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 200 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.